Event description:
It was reported that on the programmer that the set time was shifted after a few days. It was noted that the episode time was okay. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the set time had shifted and therefore the media processing unit was replaced. The hard drive was also reimaged and the software reloaded. Analysis also found the system fan to be noisy and it was replaced as well. (B)(4).